Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) provided troubleshooting actions and reprogramming. The lead remains in use. No adverse patient effects were reported.